Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 5 of 5 on the home choice (hc). The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power to clear them. The tsr then explained that supplies were compromised. The hp will finish manually. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.